Event description:
The following was reported "arm would not align to correct cutting plan for planar workflow. Went through entire troubleshooting algorithm and was not able to correct. Surgeon closed patient up and was unable to complete case using mako. Case type / application: pka 3.0".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding arm haptic issue involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: observation ¿ performed presurgery testing and all test required during pm. Transmission test had a warning for j4 and j5, failure for j6. Action taken ¿ tensioned j4, j5, and j6 to nominal tension. System ready for clinical use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.